Event description:
Drive devilbiss healthcare is the initial importer of the device which is a heavy duty transfer bench. The end-user sat on the device and it broke in half by the frame near a bolt underneath the seat. She fell and hit her right shoulder on the ceramic tile wall and her butt and knee on the ceramic tile floor. Patient complains of increased pain from her arthritis since the event and notes that she may have fractured her wrist. We are awaiting return of the device for investigation and submission of medical records for confirmation. Pictures of the damaged device have been received.